Manufacturer narrative:
The investigation has been completed and the reported touchscreen issue could not be confirmed. The reported unexpected shutdown was verified. In addition, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, when the pump turned back on the touchscreen was noted to be unresponsive to presses and the pump was continuously beeping. Customer's blood glucose level was not impacted. Customer reported they have back up manual injections for continued insulin therapy.